Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a minor leak on the bottom of the system. The device was used for the procedure. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.